Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least 17 applications were performed with a non-returned balloon catheter, afapro28 with lot number 28907 on the date of the event. The reported clinical issue (phrenic nerve palsy (pnp)) occurred during procedure. There is no indication of relation of adverse event to the performance of the product. In conclusion, the physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. A double-stop was performed and the procedure was paused. When phrenic nerve activity resumed, another ablation was attempted. However, the pnp returned and a double-stop was performed again. The case was able to be completed with cryo. It was noted the patients pnp did not recover during hospitalization. No further patient complications have been reported as a result of this event.